Event description:
Arjo was notified of a complaint regarding a bolero bath stretcher. According to the information provided the device had a damaged fabric, the handles were corroded and without rubber grips. The actuator was jamming. The arjo was requested for service. During an arjo service technician visit at the customer site, the arjo service technician was informed that the patient had suffered a pelvic girdle fracture without displacement in (B)(6) 2022, as the patient had fallen from the bolero device. According to the information received, the patient fell off the device because curled up due to a spasm. As the trolley was wet, the nurses failed to prevent the patient from falling. There was no need for a plaster cast, only immobilisation of the patient. The safety belts were not in use. Before the incident the patient was after a stroke incident and immobile.